Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 350-400 mg/dl and high ketones. The customer alleged that the pump was not delivering insulin properly, however that could not be confirmed as customer declined troubleshooting with tandem technical support. Reportedly, the customer reverted to an alternate form of insulin therapy.

Event description:
It was reported that customer felt sick while using pump. Additionally, customer reported kidney pain as a result of the elevated bg levels.